Event description:
A user facility reported following bilateral intraocular lens (iol) implant procedures that the multifocal lenses were exchanged because the patient was not happy with his vision. The multifocal lenses were exchanged for monofocal lenses. Additional information has been requested. There are two medical devices reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).